Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during patient use. The procedure for the manual drain and ending the therapy was performed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.